Event description:
Approximately one year and one month post hvad implantation, this patient reported that his controller overheats. The controller was exchanged is being returned to the manufacturer for analysis. There was no reported patient injury.

Manufacturer narrative:
The pump remains implanted in the patient and thus is not available for return. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4). Controller con096924 was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller failed functional testing and visual testing. System testing indicated abnormal operation of the controller as there were high watts alarms generated when the controller power ramped up to 25 watts. This was followed by a vad stopped alarm. Review of the log files also revealed a series of electrical fault alarms that was also confirmed at the fixture level during supplemental testing. These malfunctions are most likely due to the contamination of the driveline connector by foreign materials as described in the event details, which may have resulted in the loss of one of its stator which is compensated for by the increase in power. Hence causing the high watt to be generated and eventually a vad stop. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is contamination of the driveline connector by foreign materials, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remains implanted.